Event description:
The account reported the bed was alarming and had no nurse call function. The bed was located in ICU at the facility. There was no patient/use injury reported. This report was filed in our complaint handling system as complaint (B)(4). .

Manufacturer narrative:
The technician found the pins on the side com board are broken. This was most likely caused by the communication cable not being disconnected before transport of the bed. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Check for current leakage at the nurse call system communication connections. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed 2007 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side com nurse call power control board assembly to resolve the issue. Based on this information, no further action is required.